Event description:
It was reported that during a knee arthroscopy and medial meniscus repair, t2 anchor "prematurely deployed" as t1 was being advanced. Two more ff 360 curved anchors were opened and used, it was reported that both were implanted successfully. No patient injuries were reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices received inside two shelf cartons. Both cartons were labeled with the same complaint number. There were two complaints generated. As these are not serialized devices and did not come labeled with their respective complaint numbers, they will require evaluation together which will be shared with both complaints. The complaints stated: "t2 anchor "prematurely deployed" as t1 was being advanced." No set of t1, t2 or suture were returned. The devices are in good condition and show no obvious damage. There is no apparent twisting or bending of the delivery needles that would hinder deployment or successful anchoring. The delivery needle curves appear undisturbed. This device does not indicate cause for malfunction. No mechanical problem was noted. It cycles and actuates as expected. Several factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined which factors contributed to stated complaint. Occurrences are monitored through surveillance. Investigation was opened to evaluate the symptom.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.